Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable gluc3 glucose hk gen.3 result for 1 patient tested on a cobas 6000 c (501) module. The initial gluc3 result was 118.8 mg/dl with a repeat result fo 738.4 mg/dl. The erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The gluc3 reagent lot was 357208 with an expiration date of 31-oct-2018. The investigation is currently ongoing.

Manufacturer narrative:
The customer provided more specific glucose results for the patient (patient 1). The customer also provided additional questionable results for 2 new patients. For patient 2 a reportable malfunction was provided for the ise indirect na and k for gen.2 results. For patient 3 a reportable malfunction was provided for the trigl triglycerides results. For patient 1 the initial glucose result was 118.8 mg/dl from the primary tube. A sample from the primary tube was tested on a glucometer with an "alarm h" result. An aliquot of the patient sample was tested in a cup and the glucose result was 759.1 mg/dl with a data flag. The sample was retested with a 1/10 dilution with a glucose result of 738.4 mg/dl. A new sample was tested using a 1/10 dilution and a glucose result of 492.3 mg/dl was obtained. For patient 2 the initial sodium result was 187 with a repeat result of 137. The initial potassium result was 60.75 with a repeat result of 4.46. For patient 3 the initial trigl result was 389.0. The patient sample was repeated with a 1/3 dilution and trigl result of 3738.8 with an invalidating data flag was obtained. The patient sample was then manually diluted at a 1/2 ratio and processed by the instrument with a 1/5 dilution. The trigl result was 137.3. For patient 3 the patient sample was noted by the customer to be very lipemic. The units of measurement for patient 2 and 3 were not provided. For patient 2 clarification was requested if the erroneous results were reported outside of the laboratory but was not provided. For patient 3 the erroneous trigl results were not reported outside of the laboratory. There was no allegation of an adverse event. The sodium, potassium, and trigl lot information was not provided. The root cause of the issue was determined to be a sample probe malfunction. The sample probe was replaced.